Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervicitis and adenomyosis. Concurrent conditions included adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 year 11 months after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have blood urine present ("blood in urine"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, diagnostic 'cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, fatigue, urinary tract infection, bladder disorder, urinary tract disorder and blood urine present outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrial curetting: abundant mucus and strips of endo-cervical tissue with features of micro glandular hyperplasia and focal squamous metaplasia. No endometrial tissue seen clinical information: pre-operative and post operative abdominal pain: specimen data: gross description: received in formalin labeled. Emc is a 2.0 x 2.0 x 0.7 cm aggregate of tan brown soft tissue admixed with clotted blood and mucus tc ¿ b¿ ¿a¿ . Microscopic description: microscopic examination was performed to arrive at the diagnostic conclusion reported; on (B)(6) 2011: uterus: proliferative phase endometrium. Ecto/endocervix with follicular cervicitis. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received-new reporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervicitis and adenomyosis. Concurrent conditions included adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 year 11 months after insertion of essure. On (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have blood urine present ("blood in urine"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, diagnostic 'cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, hormone level abnormal, fatigue, urinary tract infection, bladder disorder, urinary tract disorder and blood urine present outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrial curetting: abundant mucus and strips of endo-cervical tissue with features of micro glandular hyperplasia and focal squamous metaplasia. No endometrial tissue seen clinical information: pre-operative and post operative abdominal pain: specimen data: gross description: received in formalin labeled. Emc is a 2.0 x 2.0 x 0.7 cm aggregate of tan brown soft tissue admixed with clotted blood and mucus tc ¿ b¿ ¿a¿ . Microscopic description: microscopic examination was performed to arrive at the diagnostic conclusion reported; on (B)(6) 2011: uterus: proliferative phase endometrium. Ecto/endocervix with follicular cervicitis. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality-safety evaluation based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 year 11 months after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have blood urine present ("blood in urine"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, fatigue, urinary tract infection, bladder disorder, urinary tract disorder and blood urine present outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrial curetting: abundant mucus and strips of endo-cervical tissue with features of micro glandular hyperplasia and focal squamous metaplasia. No endometrial tissue seen clinical information: pre-operative and post operative abdominal pain: specimen data: gross description: received in formalin labeled. Emc is a 2.0 x 2.0 x 0.7 cm aggregate of tan brown soft tissue admixed with clotted blood and mucus tc ¿ b¿ ¿a¿ . Microscopic description: microscopic examination was performed to arrive at the diagnostic conclusion reported. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: f/u 3 and f/u 4 processed together. New pfs and mr received- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, leg pain were added. Reporters information and lot number were added. Concomitant conditions were added. Outcome of events abnormal vaginal bleeding from unknown to recovered/resolved and event leg pain from unknown to recovering/resolving were updated. On 1-oct-2019: f/u 3 and f/u 4 processed together. No new significant information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dysmenorrhea, dyspareunia, plaintiff did not undergo essure confirmation test. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 year 11 months after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have blood urine present ("blood in urine"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, fatigue, urinary tract infection, bladder disorder, urinary tract disorder and blood urine present outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrial curetting: abundant mucus and strips of endo-cervical tissue with features of micro glandular hyperplasia and focal squamous metaplasia. No endometrial tissue seen clinical information: pre-operative and post operative abdominal pain: specimen data: gross description: received in formalin labeled. Emc is a 2.0 x 2.0 x 0.7 cm aggregate of tan brown soft tissue admixed with clotted blood and mucus tc ¿ b¿ ¿a¿ . Microscopic description: microscopic examination was performed to arrive at the diagnostic conclusion reported. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.